Manufacturer narrative:
The field service engineer ran precision testing and the customer confirmed that calibration and controls passed. The investigation determined that the customer actions of tightening the vacuum nozzle screw resolved the issue.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The customer stated that the screw for the vacuum nozzle became loose and it eventually fell off. The customer tightened the screw back on and this resolved the issue. No further issues were reported by the customer. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable high results for an unspecified number of patient samples tested with the sodium electrode on a cobas pro ise analytical unit. The customer declined to provide any specific patient data, but stated that patient samples run on the analyzer are recovering sodium results that are 10 mmol/l higher than results measured on a second analyzer. The patient samples were repeated because the values were not expected for the patients. The results from the other analyzer were deemed correct.